Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patient samples tested with multiple assays on the cobas 8000 e 801 module. Some test results from these samples were erroneous. The involved assays include the following: the elecsys ft4 ii assay, elecsys cortisol ii, the elecsys estradiol iii assay, and elecsys t3. The first sample initially resulted with a ft4 value of 20.7 pmol/l, which repeated as 38.3 pmol/l. The second sample had the following initial and repeat test results: the initial cortisol result was 485 nmol/l, repeating as 864 nmol/l. The initial estradiol result was 33.6 pg/ml, repeating as 118 pg/ml. The initial ft4 result was 21.5 pmol/l, repeating as 42.3 pmol/l. The initial t3 result was 2.21 nmol/l, repeating as 5.29 nmol/l. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be the correct results. No adverse events were alleged to have occurred with the patients. The ft4 reagent lot number was 30320301, with an expiration date of 30-apr-2019. The cortisol reagent lot number was 33613300, with an expiration date of 31-may-2019. The estradiol reagent lot number was 31982001, with an expiration date of 31-mar-2019. The t3 reagent lot number was 29161400, with an expiration date of 31-mar-2019. A roche representative observed deposits on the analyzer sipper probes, so she cleaned them and then performed flow path cleaning maintenance on the analyzer. The alarm trace was analyzed and there were no errors noted from the time of the event. No foam or clots were detected in the affected samples. There was no sign of lipemia, icterus, or hemolysis in the samples. The provided calibration data was ok. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. A general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.